Manufacturer narrative:
The technician replaced the head end brake casters to resolved the issue.

Event description:
The technician alleged the brake casters set but do not hold on the head end of the bed. No patient impact.